Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.10., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified: opening, crease fold, opening plug strap and yellow particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a sharp plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening plug strap disk shell due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported unspecified side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported unspecified side deflation. The device remains implanted.